Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported he was previously misunderstood and his device was not causing his headaches to get worse. The patient's worsening headaches had been going on since his early 20s and they had just been worsening since the implantable neurostimulator (ins) was implanted. It was not that the ins caused the patient's headaches to get worse, but the ins did not help the headaches and was not put in to help the headaches. The patient stated the stimulation did not cause the worsening of headaches. The patient was seeing a neurologist who sent him to physical therapy for his neck. The patient had an MRI on the brain and it didn't show anything. A CT scan was done on the patient's neck and back and his neck was in worse shape than his back was. It was noted that if the patient's next didn't get straightened out from his therapy, he would do injections. This was the second round of therapy and so far, the therapy wasn't helping it. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported they had a medical history of degenerative disc disease, bulging discs, and grinding in their neck when they turned their head/neck. They also had a history of chronic headaches prior to the implantable neurostimulator (ins) being implanted, but they had worsened since the device was implanted. The patient was also experiencing neck and previous back issues since implant. The patient was having an MRI to rule out nerve damage. Relevant medical history includes chronic low back pain and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.